Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. A review of the event history log revealed multiple 'improper shutdown' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shutdown and did not power off. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.